Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: cover switch assembly,mcs, load cell only assembly -15lb, pcb assy, centrifuge dist. Brd. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer reported a cover switch wasn't getting adjusted, a load cell as it broke off and a burnt centrifuge distribution board. There was no donor involvement.